Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the german guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the device. [First time; october 12, 2020]. Enterococcus faecium (300cfu / 100ml), enterococcus faecalis (200cfu / 100ml). [Second time; october 14, 2020]. Gram-negative miljobacteria (700cfu / 100ml), enterococcus faecium (40cfu / 100ml) the device had been reprocessed with an olympus automated endoscope reprocessor model etd double (not available in the USA) using peracetic acid. There was no report of infection associated with this report.